Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "insufficient amount of indicator and inconsistence in growth pattern detected in panel by phoenix m50."

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system misidentification was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " insufficient amount of indicator and inconsistence in growth pattern detected in panel by phoenix m50".

Manufacturer narrative:
Investigation summary: a failure for panel aborts was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6) ). The customer reported that they were experiencing panel aborts related to an insufficient amount of indicator, and that inconsistencies in growth pattern were being detected by the instrument. The root cause was determined to be an application issue, for which separate investigations were opened. Reference prs (B)(4) . This is an unconfirmed failure of the phoenix m50 instrument. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review for this instrument was completed and revealed no previous complaints related to panel aborts. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h10.